Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 had rail issue. A field service engineer (fse) identified an issue with the main drawer, where the left rail bearing cage was displaced, and replaced both drawer rails to ensure reliable operation. The fse confirmed that there was no patient harm, no delay in medication dispensing, and no patient involvement. Functional testing of the matrix drawer was completed using the hardware test application, with successful results, followed by a general inspection to verify normal operation. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer matrix failed and became stuck, making it difficult to pull out. The rail required replacement. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.